Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 4.7 cm abdominal aortic aneurysm. The aortic neck diameter from proximal to distal is 25-27-30 mm over a length of 22 mm. The iliac arteries are 11 mm bilaterally. It was reported that the initial followup showed that the ipsilateral limb in the stentless area was compressed; however, the pt was asymptomatic. Repeat CT scan was performed approximately 5 months later and showed that the limb again appeared compressed. There was good blood flow proximal and distal to area that appeared compressed. The physician decided to schedule the pt for angiogram to further evaluate. The pt was taken to the catheter lab 3 weeks later and an angiogram was performed. There was compression of the limb. The physician elected to implant an aneurx iliac stent graft in the unsupported segment of the talent ipsilateral limb and this successfully resolved the compression. Final angiogram showed, there was good flow. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results: (graft occlusion), (stent graft compression).